Event description:
It was reported that impedance check revealed high impedances on all contacts. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection of the returned stim end segment found a kink on the outer tubing and all internal wires were broken. The cause of the event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue